Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. Device was unable to perform occlusion, prime and excessive no delivery test due to the alarm. Device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's father reported via phone call that the customer had been experiencing high blood glucose for a week. Blood glucose value was 33 mmol/l. No insulin leaks or air bubbles present, no changes in the settings, insulin not denatured and customer had changed sets and insulin. Customer's father requested the device to be replaced as they stated the insulin pump may not be delivering insulin. The insulin pump was replaced and returned for analysis.